Event description:
The customer reported a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller through the process, resulting in the successful start of the sensor session without the recurrence of the error.